Manufacturer narrative:
The field service engineer (fse) conducted a site visit and in reviewing the log, an error 4055 was seen instead of error 4054. The fse resolved the issue by replacing the plarail cable. The fse observed a broken wire in the cable. The instrument was validated by performing quality control (qc). The qc results passed and was within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 12dec2019 through aware date of 12jan2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under section 04 - error messages states the following: [4054] sorter z-axis limit overrun cause: a command or adjustment value (p05, 078-083/089/093/132-134/277-283/286) was given for movement beyond the maximum movable distance of the sorter z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is due to an electrical failure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported sorter z axis errors and cannot complete the daily check. The customer has inspected the sorter for cup placement re-booted the aia-2000 analyzer with no help. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting cardiac troponin I (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.